Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. Proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide,¿ users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a leak from the cassette tubing after completing peritoneal dialysis therapy. The patient was not connected at the time the leak was discovered. The care giver stated that they cut the cassette tubing to disconnect the heater bag at the end of therapy and the solution leaked from the cut tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.